Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a distal femur fracture treated with a synthes plate became infected. The plate was removed and the doctor waited for the infection to clear. Once it was clear, a 9mm t2 alpha retrograde nail was inserted. The nail failed and another doctor removed the 9mm nail and replaced it with a larger diameter t2 alpha retrograde nail and a distal femur plate. No issues have been reported since.

Event description:
It was reported that a distal femur fracture treated with a synthes plate became infected. The plate was removed and the doctor waited for the infection to clear. Once it was clear, a 9mm t2 alpha retrograde nail was inserted. The nail failed and another doctor removed the 9mm nail and replaced it with a larger diameter t2 alpha retrograde nail and a distal femur plate. No issues have been reported since. Additional information: the nail failed because there was a lot of hard ware (competitive retrograde nail and competitive distal femur plate) in the patient previously. A larger diameter needed to be used instead of a 9mm nail.

Manufacturer narrative:
Please note the corrections to b1 and h6 method codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.